Manufacturer narrative:
The following other devices were also listed in this report: distal humeral bushing kit; cat# c-km40-4-401; lot# rx4044b. Large rt ulna 100mm stem; cat# c-km40-4-402; lot# rx4044c. Axle pin; cat# c-km40-4-403; lot# rx4044d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device will not be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right distal humurus due to unknown reason.

Manufacturer narrative:
An event regarding a revision for unknown reasons regarding a custom distal humeral was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: based upon the information available for review, there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review: indicate 1 device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: no other events were reported for the lot indicated. Conclusions: a medical consultant reviewed the provided medical records and has indicated "based upon the information available for review, there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon revised patient's right distal humerus due to unknown reason.